Event description:
It was reported that the patient received inappropriate therapies. Per patient request, both ICD and lead were explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.